Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 06-jan-2016, fse arrived at the site to address the reported event. Fse replaced sv160, the solenoid valve, and substrate syringe. Additionally, he cut the substrate pick up tubing at an angle with a razor knife to allow for better substrate pick up and tightened the loose fitting at the union block to the subheater. The customer was subsequently able to run without issues. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the sv160 valve.

Event description:
On (B)(6) 2016, the customer reported substrate delivery issues, and intermittent detector low (dl) flags with their a1a-900 analyzer. They attempted to troubleshoot by trying two different bottles of substrate without success. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lhii, prl, and prog. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.